Event description:
A (B)(6) male pt with a severe traumatic brain injury secondary to a motor vehicle accident was emergently brought to the operating room on (B)(6) 2012. He underwent a right frontotemporoparietal craniectomy, dural release, and evacuation of subdural hematoma with placement of left posterior-frontal camino intercranial pressure monitoring device. On (B)(6) 2012, the intracranial pressure monitoring device was removed. On (B)(6) 2012 it was discovered on MRI scan that the pt had a retained segment of anterior cranial pressure monitoring in the ventricle. On (B)(6) 2012 this pt went to the operating room and underwent a craniotomy for the retrieval of retained catheter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.